Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a hepatectomy procedure, the surgeon used the device and its tip was broke. When and how the tip was broken wasn't known. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.